Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in early 2008, that a wallstent biliary stent w/unistep plus was to be used for a procedure (patient age, gender and weight unknown). According to the complainant, during preparation, "the physician noticed that the package was open and therefore not sterile." The procedure was completed with another wallstent biliary stent w/unistep plus. The patient condition was reported as "stable" following the procedure.

Manufacturer narrative:
No consequences or impact to the patient. Packaging, unsealed a visual examination of the returned device revealed that the stent was fully mounted and there was a bend in the stainless steel shaft. The device was returned to boston scientific corporation without any of its packaging. The cause of the reported malfunction is undetermined.